Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient and that patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient has fibromyalgia but is unsure if her pain is due to that or the device. The patient had increased stimulation and decreased as an intervention. There was no trauma or fall associated with this issue. There were no changes to the implant site at all and no weight loss. There was pain that was really hurting at the implantable neurostimulator site and on her left side going down her leg and down below her hip. This had occurred suddenly starting on (B)(6) 2016. It was recommended that the patient try turning stimulation off for a while and see if it gets better as a means of troubleshooting. The patient was redirected to their health care provider.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they informed their nurse practioner (np) in late (B)(6). They also saw a physician and went to the emergency room (ER) for the issue where they were told that they had a pinched nerve. The circumstance that ledup to the sudden onset of pain at the ins site was that the patient was putting on their socks and shoes. As a step to resolve the issue, the np put the patient on steroids. The patient stated that the pain was pretty much resolved (¿a lot better¿) but still had some pain. The patient also mentioned that it would be nice to have more training on the device as they were (B)(6) old, live alone, and had trouble with it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.